Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event, but received remedial treatment with unspecified antibiotics intraperitoneally (ip) (dose and frequency not reported). Pd therapy was ongoing. The cause of the peritonitis was due to clostridium difficile (c. Difficile). The patient recovered from the peritonitis. On a later date, the patient was hospitalized for low blood pressure and c. Difficile. While hospitalized, the patient experienced a recurrence of peritonitis. It was not reported if the peritonitis event prolonged the hospitalization. The cause of the peritonitis was c. Difficile. The patient received treatment with unspecified antibiotics ip and therapy was ongoing. The patient was recovering from recurrent peritonitis and was discharged from the hospital. No additional information is available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information: the exact date of this event is unknown; however, it was reported that the event occurred in (B)(6) 2013. A batch review was conducted for the potentially associated lot numbers (h12h29057, h12i25038, h12j26076, h12k14047, h12l07031, h12l18046, and h13c07061) and no issues were found related to the reported condition during the manufacture of the lot. This report is the same patient referenced in (B)(4).